Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on charge-coupled device (ccd) unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ccd unit, image noise occurred and the image cannot be seen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had an image blackout. This was discovered during inspection for use. There were no reports of patient harm.